Manufacturer narrative:
Manufacturer ref# pc-(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the procedure was a mechanical thrombectomy of the middle cerebral artery (m2 segment) performed to treat acute ischemic stroke. The procedure utilized a direct aspiration first pass technique (adapt) and all devices were reported to have been used in accordance with the respective ifus. Two stent delivery attempts experienced issues related to the microcatheter hub: during the first attempt, the stent became impeded at the microcatheter hub and could not be advanced into the microcatheter. When the physician retracted the system, the stent was found prematurely detached from the delivery wire within the y connector. The y connector and stent were removed, and a second new stent was introduced. During the second attempt, the second stent again became impeded at the microcatheter hub. The stent prematurely detached from the delivery wire, this time remaining at the microcatheter hub. The physician removed both the microcatheter and the detached stent from the patient. A replacement set of devices was used, and the procedure proceeded without further complication. The cereglide 57 catheter body showed no structural issues. However, the luer valve on the catheter did not fully lock/seal, resulting in the physician substituting a luer valve from a balloon guiding catheter. Despite the luer valve issue, thrombectomy and recanalization were ultimately successful. Continuous flush was not performed during the procedure. Concomitant device noted: phenom microcatheter. No negative clinical impact to the patient was reported. Recanalization was achieved, and the procedure was successfully completed.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, d4, g3, g6, h2, h4, h6 and h11. Section b5: additional event information received on 24-mar-2026 indicated that the device lot number is 31812759. The device did not appear damaged at the connection site. The event occurred during use in the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31812759 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Correction of event information submitted in error some details about the event description was incorrectly submitted under section b5 of the original (B)(4) report dated 02/23/2026: the correct event description for section b5 is the following: a healthcare professional reported that the procedure was a mechanical thrombectomy of the middle cerebral artery (m2 segment) performed to treat acute ischemic stroke. The procedure utilized a direct aspiration first pass technique (adapt ) and all devices were reported to have been used in accordance with the respective ifus. The cereglide 57 catheter body showed no structural issues. However, the luer valve on the catheter did not fully lock/seal, resulting in the physician substituting a luer valve from a balloon guiding catheter. Despite the luer valve issue, thrombectomy and recanalization were ultimately successful. Continuous flush was not performed during the procedure. Concomitant device noted: phenom microcatheter. No negative clinical impact to the patient was reported. Recanalization was achieved, and the procedure was successfully completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.